Manufacturer narrative:
Additional suspect medical devices: reference number: (B)(4), product family: dbs-adapters, upn: (B)(4), model: db-9218-15 serial: (B)(4), batch: 18878626. Reference number: (B)(4), product family: dbs-ipg-r, upn: (B)(4), model: db-1110c, serial: (B)(4), batch: 19735867.

Event description:
A report was received that a patient's lead adapters were explanted due to high impedances. The patient's ipg was also explanted due to frequent charging. After the replacement procedure, the impedances were normal.

Manufacturer narrative:
Update to fields device available for evaluation, device evaluated by MFR.

Event description:
A report was received that a patient's lead adapters were explanted due to high impedances. The patient's ipg was also explanted due to frequent charging. After the replacement procedure, the impedances were normal.

Manufacturer narrative:
Analysis of returned m8 adapter serial number (B)(4) passed all the required tests and revealed no anomalies. Analysis of returned ipg serial number (B)(4) passed all the required tests and revealed no anomalies. Analysis of the returned m8 adapter serial number 1075576 confirmed the complaint. Two cables (e1 and e2) were fractured at weld nugget of connector springs in the boot, and the damage was caused by pulling force.

Event description:
A report was received that a patient's lead adapters were explanted due to high impedances. The patient's ipg was also explanted due to frequent charging. After the replacement procedure, the impedances were normal.